Event description:
The customer reported that the speaker is malfunctioning and there is no sound. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the speaker is malfunctioning on a newly arrived monitor and there is no sound. No pt harm was reported. There is no info that this device was put into service. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.